Event description:
On (B)(6) 2013, the reporter contacted animas alleging a call service alarm issue. The reporter stated that a call service alarm had occurred. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were call service alarms recorded in the black box and history. No alarms were reproduced during the investigation. The pump was opened and removed from the case and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).